Event description:
A consumer's spouse reported that since his wife had the multifocal intraocular lens (iol) implanted, his wife observed a dark shadow in the upper left quadrant. She has also observed lines through her vision like a road map or like water running and a smudge. Her ophthalmologist has tested her eyes and sees nothing wrong. Therefore, she is wondering if there is a possibility that the lens is defective, scratched or has something on it. Additional info was received from the consumer's spouse reporting that his wife recalls the surgeon mentioning he was going to place a contact lens on the eye during the implant procedure, although she does not know why. The following day the consumer experienced severe pain and recalls a crumpled up contact lens coming out of her eye. She is having difficulty reading due to the distorted vision. Additional info has been requested

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).